Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Technical services (ts) was consulted and offered troubleshooting and programming options. The crt-d system remains in service. No adverse patient effects were reported.